Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided by the customer. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the maternity ward staff reported issues with resistance of the epidural catheter during removal. On (B)(6) 2024, when the epidural catheter was removed, the midwives observed a resistance (initially device inserted 10-12cm and the issue occurred when there was 5-6cm of catheter left inside the female patient). The midwives called the anesthetist to help with removal. The anesthetist had to use force. The epidural catheter broke off and separated with a piece left inside the patient. The presence of the piece of epidural catheter was confirmed the next day with a CT-scan: in the l3 epidural space, the tip of the catheter can be seen wrapped in loops in the epidural space." "Consultation with neurosurgeon on (B)(6) 2024. Report from neurosurgeon: following delivery last week, the tip of the epidural catheter is stuck between l3-l4 and broke off in the intra cannular space. To this day, there is no symptoms or clinical signs of meningitis, nor fever. The female patient complained from persistent pain. The CT scan shows that the tip of the epidural catheter is in the epidural space wrapped in loops. The neurosurgeon explained that no clear indication to have the catheter removed due to the absence of infection signs or important pain. Discussed surgery technics and potential complications. Biological monitoring in place for next month."

Event description:
It was reported that: "the maternity ward staff reported issues with resistance of the epidural catheter during removal. On (B)(6) 2024, when the epidural catheter was removed, the midwives observed a resistance (initially device inserted 10-12cm and the issue occurred when there was 5-6cm of catheter left inside the female patient). The midwives called the anesthetist to help with removal. The anesthetist had to use force. The epidural catheter broke off and separated with a piece left inside the patient. The presence of the piece of epidural catheter was confirmed the next day with a CT-scan: in the l3 epidural space, the tip of the catheter can be seen wrapped in loops in the epidural space." "Consultation with neurosurgeon on 07 march 2024. Report from neurosurgeon: following delivery last week, the tip of the epidural catheter is stuck between l3-l4 and broke off in the intra cannular space. To this day, there is no symptoms or clinical signs of meningitis, nor fever. The female patient complained from persistent pain. The CT scan shows that the tip of the epidural catheter is in the epidural space wrapped in loops. The neurosurgeon explained that no clear indication to have the catheter removed due to the absence of infection signs or important pain. Discussed surgery technics and potential complications. Biological monitoring in place for next month."

Manufacturer narrative:
Qn # (B)(4).